Event description:
The patient had expired within 24 hours of surgery. The patient had undergone revision of the distal portion of the catheter due to migration out of the intrathecal space. It is unknown what symptoms the patient was experiencing or if any troubleshooting was performed prior to surgery. The patient was receiving dilaudid, but the concentration and daily dose are unknown. The catheter was primed; an additional therapeutic bolus was not given. The patient was " a really sick guy" with co-morbidities including respiratory problems. The patient presented to the emergency room and expired between 3 and 5 am of "aspiration". It is unknown if any autopsy was performed. Several attempts have been made to obtain additional information from the manufacturer's representative and the hcp.